Event description:
Healthcare professional reported a left side rupture and capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, one extended opening on the posterior side, crease fold and underweight device. A microscopic analysis was performed which identified, one opening crease smooth on the posterior and wear abrasion. Based on the device analysis, the final assessment is one crease smooth opening due to a fold flaw opening.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and rupture.

Event description:
Healthcare professional reported a left side rupture and capsular contracture, baker grade unknown. Device has been explanted.